Manufacturer narrative:
A review of the data suggests that the reported ph value for each of the 4 discrepant samples is likely the correct ph of the sample introduced into the sensor module of the analyzer. No system issues were observed with either calibrations or the sample measurements. Two independent ph sensors measured comparable ph values in each case. And, the observation of highly elevated ionized ca+2 levels is consistent with an acidic blood sample. At (B)(6), the ph range is approx 7.29-7.45, so the neonate ph range may be slightly lower. Nitric oxide admin is commonly used in neonates for pulmonary hypertension treatment following right ventricular dysfunction after cardiac surgery (until the oxygen saturation can be resolved - target 50-90 mmhg). Nitric oxide administration improves the oxygenation by relaxing pulmonary smooth muscle and increasing vascularization. In some cases, the infant is agitated and must be placed on a ventilator with sedation. This leads to the use of surfactants, opiod sedation - thus, decreased cardiac output and increasing pulmonary vascular resistance. All these factors ultimately can cause acidosis. The treatment for acidosis in these cases is not alkali, but oxygen infusion. Thus blood gas monitoring is used to ensure this will not occur, clinical signs and symptoms are not useful as the infant is sedated in many cases. The tools at hand for the physician are oxygen index (manual calculation) and the pulmonary ventilation rate.

Event description:
Customer reports testing results from a (B)(6) male baby sample showed a chloride value that did not fit the baby's condition. The potential for an average event in this case could occur due to a delay in underlying cause of acidosis. No injury was reported for this event.